Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable pulse generator (ipg) system was explanted due to an infection around the mitral valve. A leadless pacemaker was inserted as the patient was pacemaker dependent. No further patient complications have been reported as a result of this event.